Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 424 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.